Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten, however, the alarm history showed multiple occlusion alarms. The pump powered with the returned battery cap. The pump was exercised for 24 hours with a 1 unit per hour basal program. No occlusion alarm was duplicated. The force calibration check failed with an inadequate reading. The pump case was removed and it was found that the force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.